Manufacturer narrative:
(B)(4). Complaint sample was evaluated and the reported event was confirmed. All pieces were returned for evaluation. Visual inspection of the returned tasps found signs of repeated use and a fracture on the medial side of the post. DHR was reviewed and no discrepancies were found. A previous investigation into this issue determined that the likely root cause for the tasp fractures is bending/torsional loading on the device. A notification was sent to the field on august 7th, 2014 to provide additional clarifications relating to the instructions for use of the device construct for all persona users on file at the time of the field notice.the fractured component in this complaint was manufactured before the design modification. Investigation results concluded that the reported event was due to a previously addressed design issue. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that a tibial articular surface provisional was found fractured after sterilization. No patient involvement. No adverse events have been reported as a result of the malfunction.